Event description:
The ds2adv auto CPAP device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, no foam particles were found within the device and the complaint was confirmed and pca electric damaged. Also, additional failure observed burn pca. Error code was found. The manufacturer received information does not start anymore. The device was scrapped following the evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.